Manufacturer narrative:
Based on the overall information currently available in this report, this case does not qualify as either a death/serious injury or malfunction report given that there is no information regarding the use of jada and no information as to whether there was medical or surgical intervention. However, out of an abundance of caution, this case will be reported as a serious injury MDR. Per the jada system IFU: "evaluate for lacerations, retained products of conception, or other causes of bleeding prior to using jada." And "signs of patient deterioration or failure to improve indicate the need for reassessment and possibly more aggressive treatment and management of postpartum hemorrhage (pph)/abnormal postpartum uterine bleeding."

Event description:
Email received from organon service center (osc) following a phone call they received: "provider calling in that has patient in the operating room and patient is currently hemorrhaging and the provider wants to talk to an alydia health expert. Explained the alydia health process and gathered the information she had time to provide. No patient details given, no device information given. Nurse is listed as contact person because she states she will not be available to come to the phone. Provider states she is trying to avoid a hysterectomy on this patient, but she needs to talk to someone from jada now. Provider refused to give her name because she wants the nurse called. No additional ae or pqc reported." The hcp declined to provide a lot number when requested on the phone with the osc. There is no additional information at this time for this case. Attempted to contact the rn at the phone number provided, unable to reach this person at this number after three attempts. A good faith effort to obtain additional information and lot number inquiry was made.